Event description:
It was reported that high impedance was detected on the patient's vns. The patient's generator and lead were replaced. The generator was received but analysis has not been completed on it to date. The lead has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator performed according for functional specifications with no anomalies identified. No further relevant information has been received to date.